Event description:
The customer reported a vitros bc result of 0.4 mg/dl obtained from a single patient sample as a direct bilirubin result, and was lower than expected when compared to a direct bilirubin result (1.7 mg/dl) obtained from a non-vtros dade analyzer. The vitros result was processed on a vitros 350 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The vitros bc result was reported outside of the laboratory as a direct bilirubin result and was lower than expected. Treatment was initiated based on the lower than expected direct bilirubin result. The patient was given a larger dose of one type of chemotherapy drug and was also given a third type of drug that would not be given to a patient with an elevated direct bilirubin value. The patient experienced nausea and vomiting after treatment, and it is unknown if the symptoms were caused by the larger dose of one drug and the inclusion of the other drug, or by a general toxicity caused by the chemotherapy drugs. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The assignable cause of the event is unknown. The derived vitros dbil (conjugated + delta bilirubin) result of 1.8 mg/dl was concordant to the dade direct bilirubin result of 1.7 mg/dl. It is possible, but not confirmed, that the difference in the vitros bc result and the dade direct bilirubin result is caused by delta bilirubin being included in the dade direct bilirubin result. There was no indication the vitros 350 chemistry system or the vitros bc microslides malfunctioned. The root cause of the event is unknown.